Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Visual review of components shows scratching present on the modular head. The root cause of the event was determined to be due to patient falling shortly after the initial procedure.

Event description:
It was reported patient underwent a hip arthroplasty on (B)(6) 2014. Subsequently, patient underwent a closed reduction procedure on (B)(6) 2014 due to dislocation after a patient fall. During the revision procedure, the hip disassociated due to surgeon error. The modular head and acetabular cup were removed and replaced.